Event description:
On (B)(6) 2014, it was reported that the patient noticed a lump and infection at her infusion site. She had to go to the hospital to get the lump drained and cleaned. She now uses the infusion device for her basal delivery only and does corrections via insulin injections. The infusion set was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).